Event description:
Customer claims that the nurse call cables have an open circuit. This was during set up and there was no patient injury that occurred.

Manufacturer narrative:
(B)(4): evaluation results: evaluation of the returned products found that eight cables had an open circuit and three cables passed testing. (B)(4)